Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported issue during calibration.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the mtm instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is a reportable event due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a non-recoverable error 25521 occurred. The error offered the choice between disabling the right master tool manipulator (mtm) or restarting the system. The customer restarted the system three times but the non-recoverable fault persisted. The procedure was converted to laparoscopic surgery with no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use.